Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because of a lead fracture. A cpi (0095) lead was implanted.